Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 846mg/dl. The customer initially requested assistance with priming. Troubleshooting was performed. It was stated that the events leading to her admission was pancreatitis, white blood cell, dehydration, and vomiting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.